Event description:
It was reported that during use of atrial lead patient contact facility with complaint of nausea. The patient presented to healthcare facility, a device check and x-ray was performed, and atrial lead perforation had occurred. Due to atrial lead perforation and observed pericardial effusion, thoracotomy was performed. Atrial lead perforation suspected based upon fluctuation of atrial lead threshold values and pacing failure occurred due to increased pacing threshold. It was also reported that perforation of about 2 centimeters was observed, and was repaired. The atrial lead was explanted, and a competitor¿s epicardial lead was implanted. No further patient complications have been reported as a result of this event.